Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating with pyxis because the servers had to be rebooted every month to avoid disruptions. The technical support specialist stated that there were monthly patches, this behavior was considered expected. A technical support specialist (tss) checked the relevant services and identified that the carefusion coordination engine and system services were not running and were configured for manual startup. The tss updated both services to automatic delayed start and initiated the services through the carefusion coordination engine management console. The tss then monitored the system until all queued messages were cleared, confirming restoration of normal operation. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server was not communicating with pyxis. However, there were no delay or adverse events or injuries reported based on this event.